Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient previously receiving an unknown medication via an implanted pump. The caller stated that the medication in the pump had been removed. The indication for pump use was non-malignant pain. The healthcare provider was calling for MRI compatibility guidelines and stated that the patient reported that ¿the implant was not done correctly¿ and they did not want to get the pump revised and chose to have the pump turned off. The caller stated that the reason for the MRI was to check the spine in preparation for the patient to have the pump removed.